Event description:
(B)(6) contacted technical services for egm review for undersensing, tse reviewed presenting rhythm and advised it is undersensing. Tse advised to decrease sensitivity from 2.0mv to 1.0mv to uncover the undersensed beats. No patient's symptoms were reported. Patient's weight is unknown.